Event description:
It was reported that upon final tightening of two expedium fixed bolts/screws, the proximal tips of the screws "stripped" where the anti-torque shaft instrument was being used. Partial portions of screw threads were torn from the proximal (most posterior aspect) of the tips of the screws. Surgery was delayed by approximately eight minutes as a result of the difficulty. See mfg medwatch report# 1526439-2013-34951 for the second expedium fixed bolt that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned isola expedium ti fixed bolt 10x40mm noted that on one of the fixed bolt screws, approximately ¼ inch of the thread on the proximal tip had been sheared off. The sheared off threaded proximal tip was not returned. A review of the device history record for the single inner setscrew found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. No definitive conclusions can be made. However, review of the complaint noted that per surgical technique, when using the single innie inserter, an alignment guide should be used to help position the mating pedicle screw head and reduce the chance of cross-threading. Review of complaints found no significant trends. Although the root cause cannot be positively determined, the damage on the setscrew appears to be related to inadvertent cross-threading during attempted insertion. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
Visual inspection of the returned isola expedium ti fixed bolt 10x40mm noted that on one of the fixed bolt screws, approximately ¼ inch of the thread on the proximal tip had been sheared off. The sheared off threaded proximal tip was not returned. A review of the device history record found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. 12-month review of the complaint trend analysis for the isola expedium ti fixed bolt 10x40mm was conducted on the product family as all the bolts in the family have the same ¼-28 machine thread geometric design and functionality. It was noted that there were no other complaints reported other than this one as there were no observed trends for issues of this nature. The root cause of the isola expedium ti fixed bolt 10x40mm proximal threaded tip becoming torn cannot positively be determined. However, the noted damage suggests that the fixed bolt most likely became subjected to an unanticipated loading upon final tightening resulting in the proximal threaded tip to become torn. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.